Event description:
The user reported that the roller pump spun rapidly upon startup and then shuts off. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.